Event description:
Boston scientific crm received information that a patient with a latitude communicator called the clinic and stated that the communicator's green power light was no longer alight. Upon inspection of the system, the patient's son stated that it appeared that the communicator's power cable has melted. The communicator's power cable will be returned to the clinic and sent back to boston scientific crm for analysis. A replacement cable has been sent to the patient. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific crm's post market quality assurance laboratory will analyze the communicator's power cable when it is returned.